Event description:
It was reported that the patient presented to the emergency room for inappropriate therapies due to noise on the ventricular lead. During the explant procedure, externalized conductors were observed. The lead was explanted.

Manufacturer narrative:
A partial lead was returned measuring 48.5cm from the distal end. Analysis found internal abrasions between 3.5cm to 8.4cm from the distal end. The efte cable insulation was abraded at the two locations and the metal wires were exposed. The abrasions and exposed wires would account for the reported noise and inappropriate shocks. Further internal abrasions were found at 12cm to 12.7cm and at the opposite side 12cm to 13.1cm from the distal end.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.